Event description:
It was reported the patient received 5 shocks. Some oversensing post shock redetected as vf. Vf therapy delivered at 35 j which caused severe distortion with oversensing. Ring to coil impedance was 2 - 3 ohms and rv pace impedance decreased. Insulation failure was also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, which showed high impedance. Data also indicates a high ventricular sic (sensing integrity counter), indicating a possible intermittency in the system.